Event description:
N/a.

Manufacturer narrative:
Device history record review showed no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The error indicated by the customer that the clear frame was no longer glued at some of the joints - has been confirmed. The frame must be replaced. Unable to determine the root cause however the possible root cause could be because of inadequate foam leads to shipping damage or weak solvent joint. The other problem indicated by the customer that the customer was "not" able to insert the localizer on the frame without removing the posterior part" could not be confirmed. By "frame" the customer presumably means a head ring assembly such as the uchra. According to the crw precision arc operator's manual, the posterior panel must be removed when attaching the ll01 to the head ring assembly. The high temperature label must be replaced.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3004608878-2019-00078.

Event description:
This is 2 of 2 reports. This is in regards to the second patient. The distributor reported on behalf of the surgeon that in the two cases the surgeon performed, he was not able to insert the ll01 luminant localizer on the frame without removing the posterior part of the kit. This was despite the fact that the patient's head was not large. It seemed that the screws that fixed the frame to the skull were in the way of the box and interrupted with fixing it in the right place. Additional information received on 11apr2019: the second patient was a (B)(6) female patient. The dysfunction increased surgery time around one to two hours due to efforts in trying to understand the inaccuracies seen at the registration with the morning pre-operative computerized tomography (CT). It was reported that the patient was not injured in any way. However, the increase in time might have indirectly harmed the patient: the patient had a hard time tolerating the awake part of the surgery (which was longer than expected) therefore the surgeon had to implant only one deep brain stimulation (dbs) instead of two (bilateral), as planned. They also found the patient had decreased cognition in the post-operative period (first two days after surgery) which might be related to the prolonged procedure. The patient required occupational therapy after surgery.